Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mm x 3.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for treatment. However, it was noted that the balloon delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 61.4cm from the hub. Microscopic examination revealed a flat spot to the inflation lumen approximately 25cm from the tip. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mm x 3.5mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for treatment. However, it was noted that the balloon delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.